Event description:
The user reported that during preparation for use for cardiopulmonary bypass, the device unexpectedly displayed an indication that, suggested that the backup battery could not be charged. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Note: a power supply failure was confirmed at tcvs. The power supply manufacturer found capacitor c13 had failed.